Event description:
Six weeks post implantation to repair "slap" lesion, pt continued to complain of pain. Surgeon performed second arthroscopy. During procedure it was noted that the head of the contact was broken near the bicep. The remnants were removed. Rep is attempting to retrieve further info.